Event description:
Boston scientific received information from a boston scientific field representative that analysis was requested for electrograms (egms) from three device therapy episodes from the date of the patient's death. A boston scientific technical services consultant (ts) reviewed the faxed egms. Ts and the representative discussed that anti-tachycardia pacing was delivered for a detected ventricular tachycardia (vt) but did not convert the arrhythmia. The episode ended when the patient's rate slowed below the lowest programmed therapy zone. A second episode, for a detected ventricular fibrillation (vf), was declared less than a minute later; a single shock was delivered and appeared to convert the vf, as the device delivered atrial and ventricular pacing after shock delivery with sensed intrinsic ventricular beats marked during pacing blanking. A third episode, for a nonsustained vf, was declared approximately ten minutes later; ts discussed that there was almost no deflection on the egm's shock channel in that episode, suggesting possible electromechanical dissociation (pulseless electrical activity). The patient's physician questioned whether the device's rate smoothing feature may have affected the device's functionality during the detected arrhythmia.

Manufacturer narrative:
Device return for analysis has been requested, however this device will not be returned. This report will be updated if additional information is received or if the device is returned.